Manufacturer narrative:
H6: type of investigation: 4110: lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: lens rotation is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting with lens rotation, poor vision, and blurred vision. Lens remains implanted. The cause of the event was reported as the device.